Event description:
Customer reported device = 513 mg/dl in the morning. Forty five minutes later, device = 109 mg/dl on the emergency medical technician (emt) device. Customr was taken to the hospital and given an IV in the ambulance. Hospital device = 197 mg/dl. No other treatment was received. No controls were used. A request was made for return product and replacement product was sent.